Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, alopecia, abnormal weight gain and tooth disorder had not resolved and the vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, menorrhagia, pelvic discomfort, pelvic pain, tooth disorder and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2 and 3 processed together.social media received:case became incident as plaintiff reported that her hysto is done. On 20-mar-2020: fu2 and 3 processed together. Event was added- vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), vitamin d deficiency ("vitamin d deficiency"), headache ("stroke like symptoms headaches"), nervous system disorder ("neuro problems") and cerebrovascular accident ("stroke like symptoms"). The patient was treated with surgery (hysterectomy/davinci method). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, alopecia, abnormal weight gain and tooth disorder had not resolved and the vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, cerebrovascular accident, fatigue, headache, menorrhagia, nervous system disorder, pelvic discomfort, pelvic pain, tooth disorder and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information added. Events neuro problems, stroke like symptoms and headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and fallopian tube perforation ('metallic coil protruding through the serosa of the fallopian tube near the fimbriated end') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, paratubal cyst and c-section. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), vitamin d deficiency ("vitamin d deficiency"), headache ("stroke like symptoms headaches"), nervous system disorder ("neuro problems") and cerebrovascular accident ("stroke like symptoms"). The patient was treated with surgery (hysterectomy/davinci method). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, alopecia, abnormal weight gain and tooth disorder had not resolved and the fallopian tube perforation and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, cerebrovascular accident, fallopian tube perforation, fatigue, headache, menorrhagia, nervous system disorder, pelvic discomfort, pelvic pain, tooth disorder and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received: event metallic coil protruding through the serosa of the fallopian tube near the fimbriated end added and made medically significant and intervention required due to surgery. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), vitamin d deficiency ("vitamin d deficiency"), headache ("stroke like symptoms headaches"), nervous system disorder ("neuro problems") and cerebrovascular accident ("stroke like symptoms"). The patient was treated with surgery (hysterectomy/davinci method). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, alopecia, abnormal weight gain and tooth disorder had not resolved and the vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, cerebrovascular accident, fatigue, headache, menorrhagia, nervous system disorder, pelvic discomfort, pelvic pain, tooth disorder and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.